Event description:
Pt reported experiencing erratic blood glucose (30-400's mg/dl) for the previous 1 1/2 weeks. Her normal range is 120-160 mg/dl. She indicated that she received occlusion alarms in the night causing her blood glucose to elevate. Pt "rebounds" and her blood glucose is low. She reported symptoms of her eyes feeling scratchy, blurred vision, nausea, and shakey for the highs and uncontrollable shaking, sweating, white spots in her eyes for the lows. Pt stated that when the occlusions occur, she either primes the device or pushes the cartridge plunger with a pen then reconnects the device and boluses. She reported that she believed the piston rod was sticking and that caused the occlusions. No medical assistance was requested. Product was requested to be returned for evaluation.